Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Concomitant medical products: oxf twin peg cmntls fmrl md catalog #: 161474 lot #: 2409869 and oxford cementless tibia d lm catalog #: us166576 lot #: 3050477. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00308 and 3002806535-2017-00310. Remains implanted.

Event description:
It was reported the patient underwent a left partial knee arthroplasty. Subsequently, the patient experienced synovitis, pain, swelling and tenderness. It is unknown if the device is related to the event. Attempts have been made and additional information on the reported event is unavailable at this time.